Event description:
As reported, hemostasis was not achieved after removing a 6f exoseal vascular closure device (vcd) from the patient¿s body and the plug was observed protruding from the surface of the skin after the procedure. Hemostasis was achieved with manual compression for less than 30 minutes. There were no reported injuries to the patient. The device was stored, prepared, and used per the instructions for use (IFU). The procedure used a retrograde approach during an interventional procedure. The physician was certified in the use of the exoseal vcd, and there were no visible signs of device or package damage prior to use. A non-cordis 6fr catheter sheath introducer (csi) was used at the arterial site. The femoral artery¿s suitability was verified on angiography, including the insertion angle of 30¿45 degrees, and the vessel diameter was confirmed to be greater than or equal to 5 mm. The puncture site did not have visible calcium or plaque, no stent was near the site, and there was no stenosis greater than 50%. The target femoral site had not been previously closed with any closure device or manual compression within 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The deployment button was fully depressed and flushed against the handle, and the exoseal vcd and vascular sheath introducer were removed as a single unit approximately 1¿2 seconds after depressing the deployment button. The indicator wire was not visible when the device was removed. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, d9, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, hemostasis was not achieved after removing a 6f exoseal vascular closure device (vcd) from the patient¿s body and the plug was observed protruding from the surface of the skin after the procedure. Hemostasis was achieved with manual compression for less than 30 minutes. There were no reported injuries to the patient. The device was stored, prepared, and used per the instructions for use (IFU). The procedure used a retrograde approach during an interventional procedure. The physician was certified in the use of the exoseal vcd, and there were no visible signs of device or package damage prior to use. A non-cordis 6fr catheter sheath introducer (csi) was used at the arterial site. The femoral artery¿s suitability was verified on angiography, including the insertion angle of 30¿45 degrees, and the vessel diameter was confirmed to be greater than or equal to 5 mm. The puncture site did not have visible calcium or plaque, no stent was near the site, and there was no stenosis greater than 50%. The target femoral site had not been previously closed with any closure device or manual compression within 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The deployment button was fully depressed and flushed against the handle, and the exoseal vcd and vascular sheath introducer were removed as a single unit approximately 1¿2 seconds after depressing the deployment button. The indicator wire was not visible when the device was removed. One non-sterile 6f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received in the depressed position, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was in the black/white/red position. No additional anomalies were observed during this visual analysis. The functional deployment simulation evaluation could not be performed, as the device was received fully deployed. A high magnification microscopic evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿plug inaccurate placement¿ was not observed through analysis of the device returned as it was received fully deployed with no anomalies noted in the internal mechanism, and no plug returned for analysis. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿as per the (IFU), approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.